Event description:
The vpcml was being used to oxygenate a neonatal patient when a leak developed between the 1/3 and 2/3 compartment. As a result of this leak the doctor in charge decided to hemoconcentrate the patient's blood rather than give blood at the end of bypass. The hemoconcentration procedure is beyond what was normally done for such patients in this institution and constitutes medical intervention. The patient is doing well with no untoward effects.